Event description:
There is no update to the previous event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a little bit of green staining around the femoral components and the anterior aspect of the acetabulum. Cobalt and chromium levels were slightly elevated. Collection of debris about the femoral neck. Bursa over the trochanter was tinged light gray color stained from metal debris. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 m2a-magnum mod hd sz 50mm lot number 428060, 103205 taperloc por fmrl 11x142 lot number 518100, 139256 m2a-magnum 42-50 tpr insrt std 0/0mmt1 lot number 476950. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00133; 0001825034 - 2023 - 00126; 0001825034 - 2023 - 00127. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that after the patient had a left hip arthroplasty, the patient returned approximately 16 years later undergoing a left hip open synovectomy of pseudotumor and green stained synovium with an attempted left hip revision, no product was exchanged, procedure was aborted due to cold-welding of the femoral head to the trunnion. Approximately 7 months later, the patient had a left hip revision with removal of the femoral components. Pain and metal related pathology was reported. No additional information available at the time of this report.